Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8atm for 10 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.